Event description:
The customer reported that the interconnect cable would not connect to the mainframe. This will prevent the system from booting. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.